Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25 mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient's aortic valve angle was measured to be 32 degrees. During the procedure, the valve was positioned at a depth of 3 mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) and able to be implanted successfully. Ds was pulled out; post-implant, the valve migrated towards the aorta at a depth of approximately 8-12 mm into the aortic arch. A second 25 mm, navitor vision valve was implanted by performing a valve-in-valve procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.